Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 61.9-62.9 mm in diameter and 101 mm in length abdominal aortic aneurysm. The proximal neck was 25.4 mm in diameter and 12.5 mm in length. Neck angulation is 23.7degrees. It was reported that during implant there was both a proximal type I and a type ii endoleak observed. The proximal type I endoleak was observed post endograft implant and ballooning. The type I endoleak was repaired with another manufacturer¿s bare metal stent and aortic extension. The bare metal stent was placed first. After the bare metal stent was ballooned in place, there appeared to be a few mms of additional seal length to be achieved. The physician determined that a small type I was still evident at this point and so the additional endurant cuff was placed. After the proximal aortic cuff was placed, the physician determined that the remaining endoleak was a type ii from lumbars/ima. The cause for the proximal type I leak was attributed to the short/thrombotic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; short and thrombosed proximal neck. Anatomy related; type 2 endoleak). Conclusion: inherent risk of a procedure (endoleak); device failure/lack of effectiveness related to patient condition (anatomy related; short and thrombosed proximal neck. Anatomy related; type 2 endoleak).